Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately noon, the patient¿s cgm displayed an estimated glucose value (egv) of 152 mg/dl on the first day of sensor wear, with the sensor placed on the arm. A bg measurement obtained via fingerstick showed a reading in the 40s mg/dl. The patient immediately consumed carbohydrates. Approximately 15 minutes later, a second fingerstick reading measured 30 mg/dl. The patient attempted to calibrate the cgm; however, the device continued displaying a glucose value of 120 mg/dl. Shortly thereafter, the patient became unresponsive and lost consciousness. Her boyfriend administered glucagon, and the patient remained unconscious for approximately five minutes. Following this episode, the patient intermittently felt ¿weird¿ and experienced repeated sensations of nearly passing out. Her boyfriend provided additional food to support her recovery. After approximately one hour, the patient reported that she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.